Event description:
A customer reported that the battery percentage on their device did not match the battery bar. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by charging and resetting the pump, which resulted in the battery percentages aligning correctly.